Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 426 (mg/dl) and diabetic ketoacidosis (dka). Reportedly, the customer health care provider believes the customer had not delivered an appropriate bolus to cover the amount of food consumed and had a urinary tract infection which contributed to the reported event. A system check with tandem technical support noted an auto off alarm and incomplete bolus in the pump history. While hospitalized, customer was treated with intravenous fluids and insulin. Customer was discharged from hospital on (B)(6) 2016 and has reverted to manual injections until they are able to follow up with their health care provider.